Event description:
Caller states that she tested 2.5 inr on the device while a lab produced a result of 4.6 inr. No timeframe was provided for comparison. No action was taken based on device results. No adverse event reported. No strip information provided. Requested return of suspect device, however, customer states the strips are unavailable for return.